Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of primary on (B)(6) 2011. As reported: "the liner, head and sleeve from a 44 to an mdm due to dislocation. The original surgery date was unknown, however a revision surgery was done on (B)(6) 2011 to address a loose cup." Spoke to rep regarding the (B)(6) revision. Patient has had a stryker stem since the prior implantation and rep is very certain the revised construct consisted of stryker devices. The rep and surgeon cannot confirm this as records prior to the 2011 revision do not exist, but based on the existence of the stryker stem (and head, which had been revised in 2011), both rep and surgeon have high confidence there was a revision of stryker devices. Operative report from (B)(6) 2011 reports intraoperative findings: "grossly loose [acetabular] component with scuffed ceramic head. Stable stem". A 56mm shell (which the report says was easily removed), 2 fractured screws, liner, and morse taper ceramic head were revised to a 60mm shell with 3 screws, c-taper adapter sleeve, and 44mm biolox ceramic head with a 44f x3 0° liner. The stem was not revised. Rep does not have access to any additional information from the hospital or surgeon.